Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery, an ophthalmic probe malfunctioned and did not heat up. The patient¿s right eye experienced bleeding and impaired visibility during the procedure, and two additional vitrectomies were required to diagnose the subretinal hemorrhage. The current outcome of the patient recovered with persistent condition.

Manufacturer narrative:
Correction information provided in the section of h.11. No lot number was identified with this complaint; therefore the manufacturing documentation was not reviewed. The product was not received at the manufacturing site. Therefore, the root cause for the customer's complaint could not be identified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. The manufacturer internal reference number is: (B)(4).